Manufacturer narrative:
The customer's report was duplicated and attributed to the returned stat-padz ii electrodes. The stat-padz ii electrodes were scrapped and a set of replacement electrode pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defifbrillator displayed a "plug in cable" message when these electrode pads were attached. Complainant indicated that there was no patient involvement in the reported malfunction.